Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment. It was noted that the lead had previously dislodged and repositioned. According to sales representative, due to patient's anatomy, the heart was noted to "drop" in the thoracic cavity during the chest x-ray procedure, making possible the initial lead dislodgment. The physician decided to replace it afterwards instead of reposition it again. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment. It was noted that the lead had previously dislodged and repositioned. According to sales representative, due to patient's anatomy, the heart was noted to "drop" in the thoracic cavity during the chest x-ray procedure, making possible the initial lead dislodgment. The physician decided to replace it afterwards instead of reposition it again. No additional adverse patient effects were reported.